Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing diabetic ketoacidosis. Blood glucose level at the time of the incident was unknown. Customer stated insulin pump was not working. Customer stated screen was shattered with black spot. Customer stated insulin pump had no delivery alerts and rewind more than once. Customer stated insulin was squirt out of cannula instead of drip. The insulin pump will not be returned for analysis.